Event description:
The prospective buyer was riding a scooter during a demonstration when the accident occurred. He was driving up a steep hill when the scooter appeared to lose power and it tipped over backward and fell on top of him. He stated that he was treated for a concussion and had some problems getting around but is better now.